Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The field service engineer (fse) replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed, and the unit was returned for failure analysis, and the reported failure (monopolar 1 port instrument not detected, m-11/c-06 error) was confirmed and reproduced on erbe connected to system. Remotefe showed (25913 m-11/c-06 errors 3/07/2025). The unit has no significant scratches or dents. The front bezel is in decent condition (monopolar 1 port instrument not detected) erbe unit that was placed one golden system and was run in normal mode. The probable root cause is attributed to component failure. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer encountered a m-11 and c-06 error. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: for the request no.1 and no.3, we could not provide the data due to th policy. The case is not reputable for th, as it does not under the below criteria. 1.1 serious threat to public health 1.2 death or serious injury 1.3 potential to cause death or serious injury if the event recurs. Isi followed up with the initial reporter and obtained the following additional information: the customer changed to use forcetriad to continue surgery. Only mono top port was fault. Bipolar both is no reported fault before change.